Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient underwent right inguinal double cavity hemofiltration catheter implantation under local anesthesia with external leakage fixation. When heparin was used to seal the catheter, blood leakage was found at the blue junction of the catheter, the leak was about 5 millimeter on the blue connector. The device as not flushed prior to use but was reported was "infiltrated" with saline. There was blood loss of 10-20ml but no blood transfusion was required. Iodophor was the cleaning agent used. They immediately replaced the catheter. There was no reported patient injury.